Event description:
It was reported that the patient experienced persistent hyperglycemia with a reported blood glucose of 313 mg/dl while using an ilet system and reported "alert 38" recurring after a restart; the agent advised a full supply change, replacement supplies were arranged, and follow-up was planned to verify glucose reduction. Customer care agent provided support that included troubleshooting and user education over the phone. Investigation of this case revealed an unclear cause of hyperglycemia with suspected infusion or supply-related contribution given recurrence of alert 38 and resolution steps involving a supply change, while the specific connector adapter lot was not available. Symptoms included elevated blood glucose. No clinical symptoms associated with hyperglycemia reported. Outcomes included no reported injury, hospitalization, or additional clinical impact. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.